Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of two seconds. This will be addressed at device change out since it is in safety mode. At this time, this lead remains in service. No further adverse patient effects were reported.